Manufacturer narrative:
Manufacture date can not be determined without a lot number. Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.

Event description:
During insertion of a click' x 3-d head, the patient's pedicle fractured. This is the third of three reports for a similar event.